Event description:
The customer reported that they received a "leads off" inop. The pt expired.

Manufacturer narrative:
(B)(4). There was no allegation of malfunction. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.